Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the lot number required for retrieval is unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that while removing poly screw with the tensioner, screw broke at the junction and screw shaft and part of screw threads were left in the tibial component.